Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported power elevations. It should be noted that heartmate ii lvas was later exchanged on 06dec2019 and investigated under MFR # (B)(4). Thrombus was confirmed on the rotor of the returned pump. Although a specific origin of the thrombus and a duration of its presence in the pump cannot be conclusively determined, it could have contributed to the events of the current complaint (reported elevated ldh and confirmed power elevations). The submitted log files cumulatively contain data from 18oct2019 at 06:47am through 14nov2019 at 12:55pm. Elevations in power of 10 w or more were captured intermittently on (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2019, as well as (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. All of these power elevations appeared to be associated with pi events. Overall, power ranged from 6.0-13.9 w, estimated flow ranged from 5.5-12.0 lpm, and average pi was between 1.8 and 5.7. No atypical alarms were captured throughout the files. The pump speed remained above the low speed limit for the duration of the files. The center reported that the patient had a spike in ldh during a clinic visit on (B)(6) 2019. Frequent power spikes with pi events were noted upon interrogation. No alarms were reported for this event. It was later reported that pump thrombus was suspected. The patient was admitted, placed on IV heparin and aggrastat, and plavix and coumadin were continued. The patient also experienced a decrease in hemoglobin and hematocrit and worsening heart failure symptoms over the past year. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and inr range. The IFU outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase spiked on clinic visit. Frequent power spikes with pulsatility index events were noted on interrogation. Log file analysis observed intermittent power and flow fluctuations starting on (B)(6) 2019. Noted 21 power elevations above 10 watts. Also noted a slight increase in power and flow over time. Current thought is pump thrombus. Recent decrease in hemoglobin and hematocrit with worsening heart failure progressively over the past year. Patient known to have significant biventricular heart failure since 2012, does not believe to have been device related. Patient reported in clinic that he had noticed his powers trending up slowly over time at home but did not inform the team. No other cause identified at this time. Patient is currently admitted to telemetry, placed on intravenous heparin and aggrastat, continued on plavix and coumadin. Powers range from 6-9 (not with pulsatility index event). Lactate dehydrogenase slowly trending down. Currently no other diagnostic testing, ramp echo has not been completed at this time. No further information was provided.